Manufacturer narrative:
Visual inspection of the optic part took place and no optical deviations could be found. A review of the historical complaint database revealed that no additional complaints from this lot number were received. A manufacturing record review was performed and met specifications. Our investigation revealed no product deficiency suggesting this event was not caused by the lens. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
Report received that a multifocal intraocular lens was explanted 1 year after implant due to the patient's visual disturbances of halos and glare. The multifocal lens was replaced with a monofocal lens without patient injury or complications.